Event description:
Spontaneous. After further examination of previous pump malfunction call, there are no issues with either pump. The issue was with the cassette. Patient called to inform that she had made a mix and attached cassette to pump and got an error. When she attached to back-up pump, she got a no­ disposable error. Patient used a new cassette and errors went away on pumps. No issues with pumps, the issue is with the cassette. No lot number provided or available. No further information provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Yes, ongoing? No. Reported to (B)(6) by: patient/caregiver.